Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a sample for accutni and obtained results of 0.983 and 0.360ng/ml. Upon repeat, the sample gave results of 0.459 and 0.132ng/ml. The erroneous result was reported outside of the laboratory and an amended report was issued. This pt sample when tested on a different instrument, it gave a result of 0.124ng/ml. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
The sample was collected in 13x100 greiner lithium heparin tube and centrifuged at 2200 g for 10 mins at 18 c. Per customer, all samples were clear. Qc was within specifications during the time of the event. A field service engineer (fse) was on-site in 2008: fse completed level sense test for eighty replicates on the sample probe which resulted with all values acceptable. Fse completed a carryover check which passed. Fse completed a system check which passed. Fse opened instrument covers and visually inspected the sample probe, sample wash tower, and reagent probes and observed a "sticky substance" on the tip of the sample probe indicating evidence of prior contamination. Fse inspected all collets, and found the incubator ejector to require cleaning. Fse removed, cleaned, and completed all related alignments. Fse advised the customer that a review of all samples prior to processing on the instrument may be required to reduce incidence of probe contamination. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.